Manufacturer narrative:
"Require intervention to prevent permanent damage" is selected since no other categories fit the event. Manufacturing did not receive any information about re-operation or explant. "Perivalvular leak" was selected since no code was available for regurgitation.

Event description:
Manufacturer was notified from distributor on (B)(6) 2015 a result of an echo doppler conducted (on (B)(6) 2015) in a patient with a carbomedics reduced aortic valve prosthesis (r5-025 - sn (B)(4)). As per result of the echo doppler: multicenter prosthetic leak grade ii.

Manufacturer narrative:
The device was not available because it remained implanted. No further notification was received about the subject device. Despite several requests, we did not receive further information. The review of the device history record for this device, confirmed that the it satisfied all material, dimensional, and performance standards required for a size 25 carbomedics prosthetic reduced aortic heart valve at the time of manufacture and release, including a function test performed on february 4, 2015.\